Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty, and then experienced a revision surgical procedure approximately 6 years, 2 months after initial implant. Revision operative report postoperative diagnosis: aseptic loosening of left total knee arthroplasty and prosthetic wear. The patient was revised to competitor¿s devices. Inspection of the prosthetic knee components revealed significant polyethylene wear on the lateral facet of the patella component. The tibial polyethylene showed pronounced polyethylene wear in the lateral compartment. The patient was awakened and brought to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
1038671-2024-00428 report number " d10: 02-010-03-0240 - logic cr femoral cem, left, sz 4, 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t, 02-012-47-4009 - logic cr tib insert std, sz 4, 9mm, 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade, 204-34-04 - fluted stem extension 40l x 14 mm, 204-70-00 - tibial stem ext. Screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00428. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-2156-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."